Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that down arrow and center button was not responding. Customer¿s blood glucose was unknown. Customer states the scroll bar was not moving with no input. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.